Event description:
It was reported that the left ventricular (lv) lead was explanted approximately three weeks after implant due to chronic phrenic nerve stimulation. Subsequently, the lead was replaced with an epicardial lead. The new lead required the defibrillator to be replaced to align the lead with the device header configuration. No adverse patient effects were reported. The product will be returned to boston scientific.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the left ventricular (lv) lead was explanted approximately three weeks after implant due to chronic phrenic nerve stimulation. Subsequently, the lead was replaced with an epicardial lead. The new lead required the defibrillator to be replaced to align the lead with the device header configuration. No adverse patient effects were reported. The product will be returned to boston scientific.